Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x32 synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during procedure outside the patient, the stent came off the balloon. The device was never used inside the patient. No patient complications were reported.